Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s), however, no explanted products were returned for analysis. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer reference number: 1627487-2021-00872. Related manufacturer reference number: 1627487-2021-00875. This event is being filed to report a patient experiencing an infection at the lead site. The infection was resolved via explant of the device and IV antibiotic treatment. This event was captured within a literature review. The date of the procedure is unknown.